Event description:
The customer reported that due to construction, the power of the pump went off without switching to battery operation. Then the power was turned on to continue the pumping. No patient injury was reported.

Manufacturer narrative:
The company representative from the japan office checked the iabp at the facility. The event was not duplicated. The hospital was provided with the loaner until the investigation was completed. (B)(4).